Event description:
A non healthcare professional reported lever handle and dovetail screws fell off from the system after refractive surgery.there was no patient contact.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(4).